Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (monophasic pulse during pulse testing) was confirmed in the device download data. The investigation of the monitor was unable to positively identify the cause for the monophasic pulse in the download data. Root cause investigation for similar failures identified the cause for the monophasic pulse as a buildup of oxidation on the tin connector pins on the computer/analog and defibrillator pcas. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (delivered monophasic pulse) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.